Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a followup MDR will be submitted.

Event description:
It was reported that cut part on the right site of the skin graft mesher is bent. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that cut part on the right site of the skin graft mesher is bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in vdoc services. Initial qa inspection of the skin graft mesher by medicrea on (B)(6) 2017 revealed that the device bottom roller was worn. It was also revealed that the technician proposed to change the bottom roller, comb and bearing washer. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2017 which included replacement of the roller, comb and bearing washer. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was revealed that the comb was bent. However it was revealed that roller was worn and the technician proposed to change the bottom roller, and bearing washer. The root cause of the reported cannot be specifically determined since during the initial inspection it was revealed that the comb was bent. However it was revealed that roller was worn and the technician proposed to change the bottom roller, and bearing washer. The reported event confirmed during inspection of the device and the device was not repaired and returned to the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that cut part on the right site of the skin graft mesher is bent. No adverse events have been reported as a result of this malfunction. Investigation results revealed that the comb was bent.